Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited out of range shock impedance measurements on the right ventricular (rv) lead. Reprogramming options were discussed as well as further testing recommendations. No adverse patient effects were reported. At this time, this device system remains in service.